Event description:
Customer reported when the nurse call cable is in use with the alarm, the alarm does not send a signal when weight is removed from the sensor. The date when the issue was discovered is unknown. No pt incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. Note: this report is submitted based on the customer's reported issue statement. (B)(4).